Event description:
It was reported that a patient underwent endoscopy which revealed a polyp noted immediately at the ileocecal valve. The patient then underwent a laparoscopic cecal resection in early (B)(6) 2004. The operative note for this procedure is not provided. Subsequent notes indicate there was a number of adhesions from two prior surgeries and ¿less than ideal regarding his surgery was a poor bowel prep.¿ note further indicates that on post op day 4, a CT scan showed no intrabdominal process identified and the anastomosis ¿was found to be in good condition.¿ patient was discharged and presented for his scheduled follow up reporting right flank pain. Labs revealed only a mildly elevated white count; however repeat CT revealed free air and fluid. Patient underwent a revision of the ileocolic anastomosis and ileostomy formation. Operative note provided indicates surgeon noted omentum to be densely adherent to the right upper quadrant and draining copious volumes of stool and contrast material. Surgeon further noted ¿the anastomosis had completely disrupted, all bowel in the surrounding area was involved in phlegmon and salvage of the anastomosis would not be possible.¿ surgeon also noted that some of the staples were unfired (in their original three-sided rectangular shape instead of the folded b-shape) and further noted ¿it could not be said definitively, however, that this was the cause of the anastomotic leak.¿ following surgery, the patient showed steady improvement and was discharged home two weeks later. Three months later, patient underwent ileostomy reversal and primary ileocolonic anastomosis.

Manufacturer narrative:
(B)(4). Only event month and year known: (B)(6) 2004. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records.